Event description:
Intravenous veletri; patient reported that pump has been alarming at least twice and its affecting her catheter. Patient refused to provide further information and wanted someone to come out to look at her pump. Asked patient if she had a backup pump she could switch to and patient reiterated that she just wants someone to come out right now to fix her pump. Patient (reported) that her pump is currently running without alarming but that it was alarming at least twice earlier. At the time of the report patient had 2 pumps checked out. Serial numbers: (B)(6). Patient did not specify which pump was experiencing issues. Did the reported product fault occur while in use with a patient? Unknown (information not provided). Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? Not applicable. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Unknown - pt did not respond to question (information not provided). Was the patient able to successfully continue their infusion? Yes. If no, what was the patient instructed to do in order to continue their infusion? Is the infusion life-sustaining? Yes. What is the outcome of the event? Unknown.